Event description:
Baxter japan reports "broken occluder feet" with the transfer set. This was noted during use with no patient injury or medical intervention reported by the international complaint coordinator.